Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for repair and the allegation was confirmed. There was no image displayed due to a faulty cable. It was also noted that the cable failed the leak test due to a hole. A faded label on the rear cover was observed as well. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus, in behalf of the customer, that there was no picture displayed on the 4k camera head during preparation for use for an unknown therapeutic procedure. The procedure was completed using a different camera head. There was no harm or user injury reported due to the event.